Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The amulet was successfully implanted. A day after the procedure, it was noted that the amulet was lodged in a previously clipped mitral valve and got surgically removed. The patient was reported recovering.

Manufacturer narrative:
An event of a device embolization and obstruction of the mitral valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported device embolization is likely due to poor imaging, however this cannot be conclusively determined. The reported obstruction of the mitral valve is likely a cascading effect from the event. A surgical intervention was a result of case specific circumstances, as the device was removed via surgery. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The sizing of the device was determined by 3d computed tomography (CT) and 2d transesophageal echocardiography (tee). The left atrial pressure at time of procedure was above 12mmhg. The amulet was successfully implanted and a tension test was performed. The device compression was in a barrel shape. A day after the procedure, the tee showed the amulet was lodged in a previously clipped mitral valve and there was partial obstruction of mitral valve. The amulet got surgically removed. The cause of embolization was micro probe used due to failure using 3d tee probe. The patient was reported recovering.